Manufacturer narrative:
This event occurred in (B)(6).

Event description:
Prior to (B)(6) 2018, the customer stated that they had been having an ongoing issue with low urea patient results on the cobas 8000 c 702 module. No specific patient data was provided. To alleviate the issues with urea results, the field service engineer performed various actions, including replacing damaged tubing and nozzles, checking and adjusting wash functions, cleaning valves, and checking the photometer. The customer ran calibration and controls. On a second visit, the field service engineer found system reagent buildup between cuvettes. The buildup would fall into the cuvettes. He replaced the cuvettes, ran a cell blank, then checked all probe adjustments. He found that a probe was not fully washing at a rinse station and found a buildup of reagent around one of the reagent holes on a cover. He cleaned the cover, checked that the reagent arm cover was tight and that the probe was sitting correctly. He ran mechanism checks. The customer ran calibration and controls. On (B)(6) 2018, the customer stated that they had been getting a significant number of erroneous low patient results for ca2 calcium gen.2. The issue occurred five times on (B)(6) 2018. The customer provided data for one patient sample with an erroneous ca2 result. The erroneous result was not reported outside of the laboratory. The sample initially resulted with a ca2 value of 1.4 mmol/l, which repeated as 2.26 mmol/l. No adverse events were alleged to have occurred with the patient. The ca2 reagent lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
The field service engineer cleaned the reaction bath and found tissue and a collar from the cell cover in the water level detect sensor of the bath. He removed and cleaned the sensor and removed the collar from the bath. He cleaned and flushed the reagent lines and removed and cleaned all reagent arm head covers. He cleaned wash nozzles and found some springs were not effective. He cleaned the wash nozzle mounts. He checked wash levels and found the wash level of the cuvettes to be high which caused a foam to run over the top of the cuvette and onto cell covers. He adjusted the filling level, checked vacuum lines, checked pressures, and ran mechanism checks to observe system for correct operation. The customer ran calibration and controls; all were ok. The customer has had no further issues since these service actions. The investigation has determined that the service actions resolved the issue.